Event description:
An eye care professional reported that pt began experiencing itching, burning, and light sensitivity in their left eye 2 days prior to visit associated with wear of focus night & day lenses. Pt discontinued lens wear at that time. Ecp noted pt had a swollen left upper eye lid and no blurred vision. Acuity reported as 20/20. Ecp also noted injection and some erythema of the conjunctivae. There was no iris involvement. There was no fluorescein staining. Ecp was concerned about scleritis and noted no dendritic lesions. The pt was prescribed acular and prednisolone. Ecp referred the pt to an ophthlalmologist for further eval, but no additional info regarding the resolution of the event has been provided. The pt has resumed lens wear on an extended wear basis with no further problems reported. No further info is available at the time of this report.